Event description:
It was reported that during an unk procedure, after firing the device, the jaws would not open. The customer could not provide any other info. It is unk how case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 08/05/2010.. Malformed clip. Eval summary: the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one j shaped clip was released without any difficulty. The device was cycled, fed and formed the remaining clips within mfg specifications and then, it locked out as intended, but the orange indicator over traveled. The jaws were inspected and no burr was found that could lead the received j shaped clip. Please noted that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the mfg process.